Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Baxter has communicated important safety information to users of spectrum v8 and spectrum iq infusion pumps related to potential reduced or non-delivery of medication, in some cases without alerting the user via pump alarm. This may occur as a result of incorrect administration set setup and/or incomplete resolution of upstream occlusion alarms when using spectrum v8 and spectrum iq infusion pumps. Instructions regarding the proper setup of an infusion can be found in the operator¿s manual. As described in the instructions for use (IFU), it is imperative to fully resolve any upstream occlusion before restarting the pump after an upstream occlusion alarm. Very low flow-rates, and not fully resolving a previous upstream occlusion alarm are some of the common causes for the pump not alarming as intended, and delivering the medication at a reduced flow-rate. Per the spectrum operator's manuals, the pump may also not alarm for partial upstream occlusions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient was on intravenous (IV) infusion therapy consisting of 20% dextrose solution (d20) through a peripherally inserted central catheter (PICC) line using the spectrum infusion pump at the neonatal intensive care unit (nicu). The nurse noticed that the tubing was completely kinked where the tubing meets the pump and the pump did not alarm for an upstream occlusion during therapy. The patient experienced hypoglycemia. The clinician ordered a 7.4ml bolus of 10% dextrose solution (d10), and the patient's blood glucose level stabilized to "104". No additional information is available.